Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a broken occlude feet on the main body was observed. The reported condition was verified. The cause of the broken occlude feet could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the white twist sleeve and the light blue main body which resulted in a leak at the twist clamp on a minicap extended life pd transfer set. This occurred during treatment for peritoneal dialysis (pd) therapy. The transfer set had been in use for less than one (1) week. There was no patient injury or medical intervention associated with this event. No additional information is available.